Manufacturer narrative:
Affected item was not returned for evaluation. The review of the DHR revealed no deficiency. The devices were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were not available (still implanted). Thus, a reasonable examination and investigation was not possible. The risk analysis had considered potential pain (pain equalized with irritation); the estimated sbi severity of s2 / s3 was not exceeded (implants still implanted without intervention; sbi occurrence rate was exceeded but is already covered by nc 937715. In the case presented it was alleged that mild irritation was apparent on (B)(6) 2014. Mild irritation was interpreted as potential pain because not closer defined. Provided history did neither document irritation nor pain ¿ thus, the term mild irritation remained as allegation. Although, no documentation of irritation was available and although the implants were still implanted the commissioned medical expert could not exclude a mitigation of the products based on insufficient event report. Irritation was alleged approx. 2, 5 months after initial surgery. In such short period it would not be remarkable that a patient feels inconvenient caused by potential irritation of e.g. Wound, bone(s), ligament etc. And was considered being anticipated after surgery. As the provided medical documentation stated full weight bearing, intact devices and as no comment regarding irritation (pain) was found in the documentation it was suggested that this was solved at the follow-up visit on (B)(6) 2014 which would correspond to the estimated severity of s2 (transient, self-limiting illness or injury. No permanent damage or need for medical or surgical intervention.) From technical point of view a further statement was not possible. With available information the cause of the event could not be determined. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Provided information did not suggest a deficiency of the device.

Event description:
Mild irritation of right ankle.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star tibial component: extra large (33mm x 45mm). (B)(4).

Event description:
Mild irritation of right ankle.